Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the pt experienced a direct right inguinal recurrence post-operatively (initial surgery was (B)(6) 2010). This was a possible relation to the device and definite relation to the procedure. The pt will undergo corrective surgery in 2011. Additional info has been requested.